Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump charged from 40% to 70% battery life then stopped charging normally. The pump would no longer recognize the power source despite the attempted use of multiple cables and power sources. There was no impact to the customer's blood glucose level. It was indicated an alternate pump would be used for diabetes management.